Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the exposed glass tip appeared degraded, due to use, which is an expected behavior for consumable devices. Functional testing of the fiber identified that the light from the sma connector is bright and round, indicating that there was no fracture within the connector. Light was not seen escaping the fiber body at any location. Based on analysis results the fiber showed signs of normal usage. There were no fiber damages identified that could have caused or contributed to the reported. The alleged light near the connector-fiber junction cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, when this fiber was connected to the console, it emitted light near the junction of the connector-fiber junction beside the tip. This was reportedly the fourth time the fiber was used. It was not reported whether a patient procedure was in progress at the time of the event.

Event description:
It was reported that, when this fiber was connected to the console, it emitted light near the junction of the connector-fiber junction beside the tip. This was reportedly the fourth time the fiber was used. It was not reported whether a patient procedure was in progress at the time of the event.